Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022, however the surgical wound failed to heal as expected. Physician scheduled an exporatory procedure to determine cause of impaired healing. During the procedure, which took place on (B)(6) 2023, the physician was able to move the lead to a deeper location and close the surgical wound. No components were removed or replaced during the procedure.